Manufacturer narrative:
Result: qc and mfg records show device was manufactured to specification.

Event description:
The event was reported to vascutek as follows: right graft leg thrombosis post op. Right femoro pop bypass and both right and left leg axis thrombosis. Thrombosis of the left leg artery axis at 15 days. Acute renal failure and front of left foot necrosis. Surgeon performed inter renal aorta thrombectomy and bilateral fem-pop bypasses, total duration 5 hours.